Manufacturer narrative:
Device not returned.

Event description:
A report was received that the patient experienced a third degree burn on the right shin secondary to using a grounding pad. It is not known whether treatment was provided for the burn this at this time.

Manufacturer narrative:
No further information could be obtained. Device not returned.

Event description:
A report was received that the patient experienced a third degree burn on the right shin secondary to using a grounding pad. It is not known whether treatment was provided for the burn this at this time.